Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump time was off by two minutes; cause was unknown. There was no reported impact to customer's blood glucose level. The customer declined to provide additional information regarding the issue.